Manufacturer narrative:
The customer reported amp board errors at the fl4 position of their fc500 flow cytometer. The customer technical support (cts) associate instructed the customer on the adding the flow graphs to verify the flows and the electrical system. The cts ordered a replacement for the affected tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported tarpon amp board errors at the fl4 location on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.